Event description:
The complainant reported a purge disc failure on an automated impella controller (aic). The purge disc sensor is broken, and the console is unusable. This occurred during an in-service and there was no patient involvement.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. The purge disc retainer was confirmed to be broken. This report is being filed as part of a retrospective review of historical records.